Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during an ebus tbna (endobronchial ultrasound-guided transbronchial needle aspiration ), after the puncture, the needle was retracted, locked, pulled out of the endoscope and the needle tip was still visible and not protected in the catheter. The needle could only be moved with resistance and was successfully replaced by a new one of the same type. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the device evaluation and investigation, while attempting to fully advance the needle, it was only able to extend approximately 0.5 inches past the sheath. There was resistance when both extending and retracting the needle. This was likely due to the torn and bunched pebax seen within the sheath. The observed failure is a known phenomenon that likely resulted from forcing the device through resistance. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor field performance for this device.